Event description:
It was reported that the patient's pacemaker exhibited a diagnostic issue that caused false episodes to be recorded. No programming changes were made. No patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.